Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional later also reported "hole in radius (edge)", "only 5 cc in implant" which is captured under deflation and "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later also reported "hole in radius (edge)", "only 5 cc in implant" which is captured under deflation and "particles in valve". Device has been explanted and replaced

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as fold flaw opening. ¿ other-technical: observed, yellow particles in valve. Additional observations: ¿ wear abrasion is observed. ¿ yellow particles in device inner surface are observed. ¿ creases are observed.